Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek inrange meter. The serial number was requested but was not provided. The laboratory result using neoplastine stago reagent was 3.21 inr. The meter results were 4.8 inr and 4.6 inr. The therapeutic range was 2.5-3.5 inr.